Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The hospital biomedical engineer reported the ventilator diagnostic log noted vent inop occurrences due to an overvoltage protection circuit (ovp) and blower temperature too high, resulting in a vent inop condition. If a vent inop occurs during use, the user must immediately secure alternative means of ventilation for the patient. As the device was out of warranty, the biomedical engineer reported replacing the motor controller pcb board and blower to address the reported problem. The biomed reported the unit passed final testing.

Manufacturer narrative:
Device is out of warranty; no request for manufacturers service. (B)(4): out of warranty; no request for mnf serv.